Event description:
It was reported that after a l3 to s1 fusion procedure the matrix threaded persuader was found broken, the plastic insert would not come out.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The product development evaluation revealed that the threaded persuader was received disassembled and all 8 fingers were broken off the threaded tube. All the other components, including the separate green handle were present and had no damage. Possible improper assembly of the instrument (not fully seating the insert) by the or staff likely caused the reduction insert to see excessive loading in the region of failure during reduction. Rather than having the axial loads reacted by the thrust surface on the underside of the head, the fingers instead contact the retention rib and are squeezed into the inner tube as reduction loads are applied potentially causing them to break. An internal corrective action has been opened to address this issue. It is concluded that this complaint is valid.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(4).

Event description:
This is report 1 of 1 for complaint (B)(4).